Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the heater line of a homechoice automated set with cassette. The pm was further described as, ¿red line up towards the blue part where you clamp had black residue inside the line¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection was performed to the sample received using the naked eye which noted the set components were correctly placed and according to the specification; however, a small movable black piece of "plastic" was observed inside the heater line. Functional testing including underwater pressure testing and pull testing were performed with no issues noted. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.